Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was emitting loss of prime alarms every 10-15 minutes. The reporter allegedly primed after each alarm, however the alarms recurred shortly after each time. The cartridge was also changed and the alarms recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.